Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the received combined hammer 500g broke at the welding point, between the handle shaft and hammer head. The microscopic observation shows remaining laser weld on the conjunction between the shaft and the head. Moreover, the hammer is marked from heavy hammer blows what is evidence that the device was subjected to misuse and mechanical overload. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The review of the manufacturing documents has shown that the correct material was used and that the hardness was within the specification per relevant drawing. Summary: the complaint condition is confirmed due to the damages found on the devices and the received pictures. However, based on the findings above no fault could be found in material or during the production. This failure is typically consistent with inadequate handling of the device in combination with excessive force application. The current technical guide 036.000.752 recommends ¿if necessary, use light hammer blows to insert the nail¿. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.364, lot: 9868518, manufacturing site: umkirch, release to warehouse date: 13.may.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, during the surgery the hammer was broken, and the neck and head was separated. The broken head flew over the nurse¿s shoulder and injured the nurse. It was unknown if the surgery was delayed or completed. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) combined hammer 500g. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.